Event description:
It was reported in a comparison study of remote outcomes between subcutaneous and transvenous implantable cardioverter defibrillators at the hospital presented at the 15th winter congress that subcutaneous implantable cardioverter defibrillator (s-ICD) patients had significantly more inappropriate shocks than traditional transvenous implantable cardioverter defibrillator (tv-ICD) patients (tv-ICD 11, 7.2% vs s-ICD 11, 22.0%, p =.007). In addition, there were three cases of premature battery depletion and one case of lead damage observed in s-ICD patients, however, none of these occurred in tv-ICD patients. Three patients required switching from s-ICD to tv-ICD, one due to newly emerged bradycardia and two due to inevitable inappropriate shock. The information was obtained from the 15th winter congress on implantable devices. Cp-40: comparison of remote outcomes between subcutaneous and transvenous implantable cardioverter defibrillators at the hospital. (B)(6). 1 (B)(6). 2 (B)(6).